Event description:
It was reported that the patient's lead migrated. Surgical intervention was undertaken to replace the scs system. Effective therapy was established postoperatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.